Manufacturer narrative:
The customer reported that the backlight on the display of the rns (remote network system or remote monitoring system) is out. The device will turn on but the device has no display. The device involved in this event has not been returned to date to allow for an evaluation / analysis to be performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the backlight on the display of the rns (remote network system or remote monitoring system) is out. The device will turn on but the device has no display.